Manufacturer narrative:
Philips has started an investigation, a follow-up report will be submitted once the investigation has completed.

Event description:
Philips received a report involving a patient who underwent a right breast biopsy, right lateral approach in the feet first prone position, the patient felt burning sensation during exam, upon getting off the table radiologist notice redness and a linear type blister medial sternum area about 4 inches in length and about 1-2 mm wide. Cooling was applied for approximately 10 minutes by the medical doctor. The reported injury meets the criteria for a serious injury.